Event description:
The patient reportedly hit her head at the implant site while on a water slide. While wearing the external equipment, the patient reportedly had o sound perception. On june 1, 2006 the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was not functional. Surgery to explant the patient's c1 device is to be scheduled.